Manufacturer narrative:
Article citation: steiner, s., resch, h., kiss, b. Et al. Needling and open filtering bleb revision after xen-45 implantation¿a retrospective outcome comparison. Graefes arch clin exp ophthalmol (2021). Https://doi.org/10.1007/s00417-021-05204-1. Note: date of occurrence is the date of publication. Clarification to age or date of birth: average age of 68.2 years. Clarification to sex: 130 females and 138 males. Reporting 131 events of 234 eyes noted. Clarification of implant date [ranges]: (B)(6) 2014 to (B)(6) 2018. (B)(4). The reported events of glaucoma progression, keratitis, choroidal hemorrhage, retinal detachment, and choroidal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details will be requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
The article: "needling and open filtering bleb revision after xen-45 implantation - a retrospective outcome comparison", graefe¿s archive for clinical and experimental ophthalmology, 2021, noted 131 reportable events described as 4 eyes had corneal dellen, 5 eyes had choroidal detachments with anterior chamber revision, 1 eye had kissing choroidal detachment originated from delayed-choroidal hemorrhage which was surgically drained, 105 eyes underwent bleb revision procedures, 10 eyes required trabeculectomies, 1 eye required re-trabeculectomy, 3 eyes received ahmed valve implants, 1 eye received baerveldt implant, and 1 eye required cyclodestructive procedure due to retinal detachment.